Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a routine device changeout procedure. During the procedure, visual examination of the right atrial (ra) lead found that the ra lead had an insulation breach. The ra lead was revised on (B)(6) 2021. No electrical issues were noted prior to or after the revision procedure. The patient was stable throughout.